Manufacturer narrative:
Pt info was not available from the site. The issue has been resolved in the latest version of the fusion software 2.2.1.

Event description:
A medtronic rep reported that while in an ent procedure, the straight probe displayed on the screen as an elevator probe. This occurred in the fusion 2.2.0 software. Medtronic technical services rep explained this is a software issue that can be resolved by uploading 2.2.1. Additional troubleshooting noted that the site can move the head frame and re-register the pt to try to eliminate the occurrence of the issue as well. The surgeon completed the surgery with the use of the fusion navigation system. There was no impact on the pt outcome.